Manufacturer narrative:
Philips service replaced the pdu control module, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that automatic shutdown and restart occurred due to pdu control module failure on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.